Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements, increased pacing threshold measurements and no sensing. X-ray imaging revealed a possible lead fracture. An invasive procedure was performed. This lead was explanted and replaced. Upon explant, a lead fracture was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed a fracture in the conductor coils approximately 21-22 centimeters (cm) from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.